Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that flow issues and occlusion occurred while using bd maxzero needle-free connector. No patient impact reported. The following information was provided by the initial reporter: when nurse try to start to give IV fluid trough maxzero it doesn't flow at all. They have insert 3 way stopcock to the maxzero and try to give medication on one of the stopcocks port. Customer tell me that they have even call anesthesia doctors to help find better weins before they figure it out that the problem is maxzero, so they have insert new cannulas to patient without need.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 02-aug-2022. H6: investigation summary one mz1000 sample was received without packaging for investigation; however, the customer indicated the complaint sample was from lot 22015614, residual fluid was present in the device. The feedback provided by the customer indicates flow restriction was detected at the start of infusion when using the maxzero component. The customer also indicated the connecting products were a b.braun discofix stopcock and a b.braun intrafix safeset infusion line. No connecting products were returned to assist the investigation. A visual inspection of the returned sample did not identify any damage or manufacturing defects which may have contributed to the customer's experience. Functional testing was performed by the connecting the returned sample to a 50ml bd plastipak syringe as well as to a stopcock from bd stock, and flushing with fluid; no occlusions or flow restrictions were detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015614 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customer¿s experience. H3 other text : see h10.

Event description:
It was reported that flow issues and occlusion occurred while using bd maxzero¿ needle-free connector. No patient impact reported. The following information was provided by the initial reporter: when nurse try to start to give IV fluid trough maxzero it doesn't flow at all. They have insert 3 way stopcock to the maxzero and try to give medication on one of the stopcocks port. Customer tell me that they have even call anesthesia doctors to help find better weins before they figure it out that the problem is maxzero, so they have insert new cannulas to patient without need.